Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was unable to pass the cleaning brush all the way through the channel, as it felt like it was getting caught on something. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error "unable to pass cleaning brush all the way through the channel, feels like it is getting caught on something" would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.